Event description:
The customer contacted abbott regarding three failed calibrations for the axsym rubella igg assay, where error code 1048 (calibration check failure, cal a/b, ratio too large) was generated. The customer performed maintenance and troubleshooting procedures and confirmed the axsym pipettors were calibrated, meia verification passed and dispense volumes from bulk solution #1 and #3 were okay. The customer reported there was no issue with previous lots of reagent or other axsym assays. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.